Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) shuttled down to a hard stop through an unknown procedural sheath, and they were unable to pull the unknown sheath and the mynxgrip¿s shuttle back to the handle. There was no reported patient injury. Additional information was requested, however was not obtained. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock closed. The procedural sheath was on the outer cartridge tubing, covering the balloon proximal tip, and the sealant and advancer tube were observed to have remained in the outer cartridge tubing. The sealant was exposed to blood and protruding out from the shuttle cartridge tubing distal tip. The procedural sheath stopcock was not opened as received. The condition of the returned device was consistent with the reported complaint. The device was inspected for damages/anomalies that may have contributed to the reported failure. No visual damages or anomalies were observed. Per functional analysis, unsheathing the sealant was performed. Resistance was felt when the shuttle cartridge was being retracted to the black handle. The procedural sheath was removed from the device, and the sealant was observed exposed to blood, increased in profile, and stuck to the device components. The sealant was removed from the device, and the shuttle cartridge was able to be retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). After unsheathing, blood was observed on the whole surface of the advancer tube. The condition of the returned device is consistent with a device deployment jam. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per microscopic analysis, visual inspection under high magnification showed that the sealant was soaked in blood, had an increased profile, and protruded out from the outer cartridge tubing side slit. A product history review of lot f2033601, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was confirmed during analysis of the one returned device. The exact cause of the reported event could not be conclusively determined; however procedural factors may have contributed to the reported event. Premature hydrating of the sealant leading to an increased profile and adhering to the device components may have contributed to the reported event. In addition, the stopcock of the procedural sheath was not opened as received, which may have contributed to the reported incident. According to the instructions for use (IFU) which is not intended as a mitigation of risk; deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review, analysis of the returned device nor the picture review suggests that the reported failures could be related to the manufacturing process of the two units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) shuttled down to a hard stop through an unknown procedural sheath, and they were unable to pull the unknown sheath and the mynxgrip¿s shuttle back to the handle. There was no reported patient injury. Additional information was requested, however was not obtained. The device will be returned for evaluation.